Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin (every 5 days, dose and route not reported) for the event. It was reported that pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering in the hospital and antibiotic treatment was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.